Event description:
It was reported that the user experienced hyperglycemia after lunch while using the ilet, with readings rising to 313 mg/dl by fingerstick and then trending down to 219 mg/dl; no site leakage was observed, and the user had performed a supply change several hours prior and later planned a full supply change. Symptoms included hyperglycemia without additional reported clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information regarding a specific device problem or component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.